Manufacturer narrative:
A supplemental report will be submitted upon completion of the investigation.

Event description:
Reporter stated that the rubber membrane inside this pindriver seems to be difficult to penetrate with a pin. Previous experience included having to rotate the pin 2 mm to get it in place. This pindriver it is hard to do so. The pin will only in 10% of the times get in the right position. Patient not affected, procedure completed successfully.

Manufacturer narrative:
An event regarding user error involving a triathlon driver shaft was reported. The event was not confirmed. Method & results: device evaluation and results: as per visual inspection the spring inside the driver was in place and in good condition. Material analysis is not performed as this is not related to material integrity. A functional inspection was conducted on the returned device, headless pin driver, and headless pin 3" long triathlon. When inserting the headless pins into the driver a small twist of the pin locked into place. The pin is secure in the driver. The reported event of "the rubber membrane inside this pindriver seems to be difficult to penetrate with a pin" was not confirmed. Medical records received and evaluation: not performed as no medical records were provided. Device history review: device history review indicated the devices accepted into final stock from the reported lot were free from discrepancies. Complaint history review: there has been no other event for the lot referenced. Conclusions: the event reported for during surgery it was observed that the rubber membrane inside the pin driver was difficult to penetrate with a pin. The event could not be confirmed nor the root cause determined on the basis of visual and functional inspection of the returned device. The spring inside the driver was in place and in good condition. A functional inspection was conducted on the returned device headless pin driver and headless pin 3" long triathlon. When inserting the headless pins into the driver a small twist of the pin locked into place. The pin is secure in the driver. The reported event of "the rubber membrane inside this pindriver seems to be difficult to penetrate with a pin" was not confirmed. If additional information becomes available, this investigation will be reopened.

Event description:
Reporter stated that the rubber membrane inside this pindriver seems to be difficult to penetrate with a pin. Previous experience included having to rotate the pin 2 mm to get it in place. This pindriver it is hard to do so. The pin will only in 10% of the times get in the right position. Patient not affected, procedure completed successfully.